Event description:
It was reported that the communicator was not connecting, and the communicator power cord exhibited sparks. The patient advocate was trying to plug in the communicator, but sparks were coming out from the power cord. A boston scientific company representative opted to send the communicator. The communicator is no longer in service. No adverse patient effects were reported.